Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that although the visual examination of the cylinders identified a damage in the outer tubing, it was consistent with explant damage. No other abnormalities were observed and functional testing showed that the device performed within specification. Therefore, the reported allegations are unable to be complete. The reported patient symptoms are a known risk associated with spectra penile prosthesis (spp) procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified that both cylinders had fatigue and wear on the outer tube in the cylinder body. Cylinder 1 had a damage in the outer tube, consistent with explant damage. Functional testing of the device showed that the cylinders performed within specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Migration and malposition were found to be included in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort with his spectra penile prosthesis (spp). The patient underwent a surgical procedure in which it was noted that his spp was malpositioned. The implant was too short and sst deformity was observed. The spp was explanted, the physician dilated further out and a new inflatable penile prosthesis (ipp) was implanted.